Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to a33 alarm.

Event description:
Information received by medtronic indicated that the insulin pump's screen and volume were correct. Insulin pump passed displacement verification test. The insulin pump was not dropped. Drive support cap was not damaged. Time and date were correct. Customer was not able to upload carelink data. Customer experienced low blood glucose level of 32 mg/dl. Customer's blood glucose level was 13 mmol/l at the moment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.